Manufacturer narrative:
A review of the complaint history for a (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen and would not power up. A field service engineer unplugged the auxiliary and main unit and found that the half-height smart drawer 5.2, had a faulty 622 board. The field service engineer replaced the 622 board to resolve the issue and removed dust under top cover. The customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a station unable boot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.